Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 3.00x16mm promus element plus drug-eluting stent, it was noted that the stent body was lifted. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the first distal strut was lifted and pulled in a distal direction. The returned stent protector internal diameter (ID) and the proximal end of the stent profile outer diameter (od) were measured and are within specification. The distal edge of bumper tip of the device was slightly damaged. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found a mid-shaft kink at 23mm proximal from mid-shaft bond. This type of damage is consistent with excessive force being applied to the delivery system during handling the device. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 3.00x16mm promus element¿ plus drug-eluting stent, it was noted that the stent body was lifted. No patient complications were reported and the patient's status was stable.